Event description:
Roche diagnostics informed our facility with an urgent medical device removal letter to remove specific lots of calcium reagent from use due to reports of erroneous pt results which may have a bias of up to 52% (positive and negative). Roche indicated no known frequency and the magnitude of bias could be variable. Review of our usage indicates use of this lot number of reagent on our instruments from (B)(6) 2010 effecting (B)(6) pts. Dates of use: (B)(6) 2010.